Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that the scale markings of the bd posiflush¿ xs pre-filled flush syringe nacl were missing and the liquid inside does not appear to be the same as usual.¿ this issue was found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation results: samples and photos were received for investigation by our quality engineer team. A review of the production history for the provided batch numbers showed no non-conformances that could have contributed to either issue. Ar: scale marking issue (missing). Photos received. The returned photo was evaluated and the device did not have a barrel label applied to the syringe. The non-conformances were reviewed for this batch; there were no non-conformances related to this defect. The sample did not have a barrel label applied to the syringe. This may happen as part of an isolated occurrence due to a jam or crash. Ar: cloudy syringe. Samples received. The returned sample was evaluated and the defect could not be substantiated. The non-conformances were reviewed for this batch; there were no non-conformance relating to this defect. In the case of the 'solution is a bit cloudy' but the solution appearance would be consistent with a polypropylene part which has undergone steam sterilization. Product within specifications. Root cause: there is no relevant root cause for the cloudy appearance, as the syringes appearance would be consistent with a polypropylene part which has undergone steam sterilization. It was determined that the missing barrel label was a result of an isolated occurrence involving a jam or crash within the manufacturing machinery. The samples were examined for signs of discoloration within the solution, however, observations could not support the reported defect of cloudiness. The solution was determined to be within specifications. The syringe barrel appearance was consistent with a polypropylene part which has undergone steam sterilization, possibly causing the appearance of cloudiness. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time.